Event description:
The patient called swedish customer service to report that a piece of a spine screw, manufactured by stryker, had been left in her spine after extraction surgery. Stryker sales rep maria dalos contacted the surgeon. According to the surgeon, the tip of a xia screw had been left in the patient. The surgeon claims that the patient is healed and that the remaining screw part will not cause any problems to the patient. The item number on the screw is unknown. According to the surgeon, the patient insisted on bringing the screws home. They are therefore not available for stryker.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Result, and conclusion: will be made available following engineering evaluation.